Event description:
It was reported that on (B)(6) 2013, a patient had a novasure endometrial ablation. A post hysteroscopy was done and a "very good burn of the endometrial lining" was seen and "the patient tolerated the procedure well." The patient returned to the emergency room the next day ((B)(6) 2013) with "abdominal pain, bloating, and a fever of 103 degrees" (fahrenheit). She was admitted and given intravenous (IV) augmentin (amoxicillin and clavulanate potassium). Cultures returned "positive for gram negative rods and e-coli" (escherichia coli). Rocephin (ceftriaxone) and vibramycin were added to the treatment regime. On (B)(6) 2013, it was reported that the patient was discharged home on (B)(6) 2013.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).